Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent extensive lysis of adhesions, abdominal hernia repair with mesh. The patient had revision surgery 4 years and 7 months post surgery. The patient experienced adhesions. External contact not available